Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-01718. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported event is difficult to specify for the device as it was not returned for inspection nor the microorganism test by third party laboratory was not conducted. The potential cause of the reported event could be attributed to the following: user¿s clean, disinfection and or sterilization process possibly differed from technical support¿s process; contamination possibly occurred during microbiological testing. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As part of the investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. A review of the service history records indicates the scope was purchased on (B)(6) 2011 and has received service twice. These repairs were not related to any positive patient or scope cultures, and the scope was last in for service on february 15, 2018 for unable to raise/lower the elevator. No repair was performed as the user facility requested to have the scope returned back to the facility unrepaired. The referenced scope was not returned to the service center for evaluation. The cause of the reported positive culture cannot be determined at this time, however, if additional information becomes available, this report will supplemented accordingly.

Event description:
The field service engineer (fse) was informed that the scope cultured positive on (B)(6) 2020 and again on (B)(6) 2020 for bacillus species. The endoscopy manager at the user facility stated that the scope has not been used in procedures since the first culture taken and the scope remains out of service. The facility used a "broth" made by remel for the culture. The scope is reported to have been removed from service. There was no patient death, serious injury or patient infection reported.

Manufacturer narrative:
On (B)(6) 2020, the endoscopy support specialist visited the user facility to perform an in-service in reprocessing and to provide information on culturing the tjf-q180v endoscope. An observation of the staff's was not performed, however, ess provided in-service that included cleaning, disinfection and sterilization and the staff understood the recommended reprocessing guidelines following the manufacturer's reprocessing manuals. The ess noted that the required tubing for manual flushing and suction was located and was implemented.